Event description:
It was reported that this right ventricular (rv) lead showed loss of capture (loc) with conduction and no asystole. The capture thresholds were high. The lead was programmed with high pacing outputs before revision. The physician believed the rv lead was dislodged and at this time it has been explanted at this time at a surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.